Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set cannula was found bent under the skin. Blood glucose was 477 mg/dl and a bolus was delivered. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with intravenous fluids, insulin and was monitored via echocardiogram. Elevated bg/dka were resolved. The discharge date and type of infusion set used was not provided. Although multiple attempts were made by tandem technical support to contact the customer for additional information, the customer did not reply.